Manufacturer narrative:
Complaint no: (B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 102 (night drain #2) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 10:14:32 . There was no report of patient injury or medical intervention associated with this event. No additional information is available.